Event description:
Used clear care plus solution for the first time. Thought it was multipurpose contact solution. Extreme pain and burning and redness to right eye. Diagnosed for use: ophthalmic. Duration of use: 1 minute. Therapy is still ongoing. Reason for use: thought it was for my contacts.